Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded calibration files. System operates as intended.

Event description:
Customer reported, the system would not boot up during a procedure, and at times, takes 20 minutes to boot up. No pt injury was reported.